Manufacturer narrative:
The implicated product is an port with catheter. The product number is unk. The product received for evaluation is a 5.4 inch long segment of distal dual lumen open-ended catheter tubing. The distal tip is distinguished by staggered orifices. Incremental depth markers are printed on the tubing's outer diameter (5cm - 13cm); the 13 cm depth marker is most proximal, 0.2 inches from the proximal end. A lot history review is not possible as no lot number has been provided. The (7-6-96) medwatch form indicates the device was placed 5-97 and the incident occurred 7-97. Tactual examination of the tubing is marked by an annular ring at the 5cm depth marker (2.0 inches from the distal tip). Under 7x magnification there is no assoc. Damage with the annular ring. The complaint incident rpt indicates catheter tubing was "...retrieved without incident..." The ring may have been caused by a snaring device used to recover the tubing. Patency of both lumens is established by individually flushing an daspirating each with water using a 12cc syringe fitted with a blunt connector. Small clots and viscous serous fluid is easily flushed from both lumens. No leaks are noted as the catheter's distal tip is occluded and each lumen is hydraulically pressurized to sustained pressures greater than 25 psi. Twenty-two power magnification of the proximal end reveals an irregular and uneven edge with a broken and granular face. This type of damage indicates the tubing was severed with blunt dissection rather than being cut with a sharp instrument. The outer diameter has two short (<0.2 inches) impressions situated side by side and extending longitudinally away from the edge. The inner diameter opposite these impressions is angled and asymmetrical rather than a consistent half-moon shape. The blunt dissection, asymmetrical lumen and longitudinal impressions in the outer diameter suggest compression had been applied to the catheter and may be a result of clavicle/first rib compression. Cross-sectional measurements of the tubing are .157 inches x .152 inches and are obtained using a microscopic micrometer. These measurements are compatible with the average outer diameter of .155 inches for 12.0 fr. Open-ended tubing as established by the MFR. Clavicle/first rib compression fractures in single lumen catheters typically flatten the tubing and cause an elliptical circumference. However, due to the added structural support of the web walls, multi-lumen tubing deforms in irregular shapes as is seen in one lumen of this complaint sample. The complaint of catheter fracture and embolization is confirmed. It should be recorded as user-related. The damage found on the catheter tubing is characteristic of blunt dissection resulting from clavicle/first-rib compression. This is a complication associated with the medial insertion of the catheter in the subclavian vein. The clavicle bone compresses the catheter tubing with a scissoring action against another hard, rough surface, the first